Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two days post-implant that lead perforation had occurred. The right ventricular (rv) lead had dislodged. The dislodgement of the rv lead was confirmed by x-ray. The rv lead also exhibited high thresholds and intermittent capture. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.